Event description:
On 11/18/97, rptr had an appointment for cavity filling. Dentist gave rptr local anesthesia. Later, he started working on the cavity. Rptr was having little pain, so dentist decided to give him another local anesthesia. While he was giving rptr another local anesthesia, the needle broke inside the jaw muscle. Rptr did not feel anything. The dentist tried to find it; later rptr asked what was going on, and the dentist said he lost the needle. The dentist spent some time trying to find the needle, but he couldn't. The dentist took the rptr to the oral surgeon. The oral surgeon couln't find it, so the rptr and his spouse went to a hosp. Staff at the hosp removed it on 12/22/97; as a result severe trismus.